Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that quality control (qc) and calibration on the original instrument (s/n: (B)(4)) and the alternate instrument (s/n: (B)(4)) were running as expected. The ccc specialist remotely checked the heterogeneous module (hm) temperature on both instruments, which were within ranges. A siemens customer service engineer (cse) was dispatched to the customer's site. After inspecting the instrument, the cse confirmed that accuracy and precision of qc and patient samples were within the expected ranges. The cause for the discordant, falsely elevated tni result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required MDR 2517506-2018-00075 was filed for the same issue.

Event description:
A discordant, falsely elevated tni result was obtained on a patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s), who did not question the result. The patient was redrawn and the customer tested the new sample on an alternate dimension exl with lm instrument, resulting lower. The redrawn sample result was the correct result and was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant tni result.

Manufacturer narrative:
The initial MDR 2517506-2018-00034 was filed on 05-feb-2018. Additional information (08-feb-2018): a siemens headquarters support center (hsc) specialist reviewed the instrument data and determined that a value of 0.029 ng/ml was obtained for sample (B)(6) on s/n (B)(4) and a value of 0.053 ng/ml was obtained for sample (B)(6) on s/n: (B)(4). The hsc specialist determined that instrument was performing within specifications with reagent lot ea8235. The survey material did not demonstrate the difference noted with the sample in question. The hsc specialist also determined that the clot check data of the sample in question showed typical pattern. Based on the data, the variation seen in the result is potentially related to the sample's viscosity. The cause of the discordant, falsely low tni results on one patient sample is unknown. Corrected information (08-feb-2018): based upon the information reviewed by the hsc specialist, the correct sample ID for patient 1 was (B)(6), and the value of 0.062 ng/ml and 0.044 ng/ml were obtained on s/n: (B)(4) and s/n (B)(4) respectively. MDR 2517506-2018-00075_s1 was filed for the same issue.

Event description:
A discordant, falsely low cardiac troponin-I (tni) result was obtained on one patient sample upon repeat testing on a dimension exl with lm instrument. Additionally, a discordant, falsely elevated tni result was obtained on another patient sample. Sample for patient 1 was originally run on an alternate instrument, resulting higher than the first repeat result. The sample was repeated for the second time on the alternate instrument, resulting lower than the initial result and higher than the first repeat result. A different sample was obtained from patient 2 and run on the same instrument and on the alternate instrument, resulting lower both times. The discordant results were reported to the physician(s). The corrected results from the alternate instrument were reported to the physician(s).